Event description:
The following information was received from global pharmacovigilance (gpv): this is a spontaneous report by a nurse from the (B)(4) of chest pains and peritonitis in patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. During a call with baxter customer service, the patient's nurse reported the following information. On (B)(6) 2011, the patient developed chest pains and went to the hospital. The same day, the patient was hospitalized and diagnosed with peritonitis. The cause of the peritonitis was unknown. While hospitalized, dianeal and extraneal therapies were withdrawn and the patient was placed on fresenius products. At the time of this report, the patient was recovering from the peritonitis. An outcome for the chest pains was not reported. Per the nurse, the peritonitis was not related to dianeal therapy. A causality statement was not provided for the chest pains. Follow up information ((B)(6) 2011): the nurse reported the following information. Treatment provided included ip antibiotics (type, frequency, route not reported). Dianeal and extraneal therapies were ongoing in (B)(6) 2011, the patient was recovering from the events and discharged from the hospital. Upon discharge, the patient was still receiving ip antibiotics. Per the nurse, the chest pains were unrelated to dianeal therapy. A causality statement was not provided for the extraneal.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this peritonitis event. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers h11c21031, and h11a14071 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.